Manufacturer narrative:
(B)(4). A visual inspection of the provided photograph found the device to exhibit signs of repeated use and the anterior of the post feature has fractured. The device was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection prior to an initial knee procedure, a tibial articular surface provisional instrument was found to be fractured. There was no patient involvement and no adverse events have been reported as a result of this malfunction.